Event description:
The customer reported being hospitalized for low blood glucose of 2.6mmol/l. The customer stated that he overbolused at dinner the night before, which caused his blood glucose to drop. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.